Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03263. It was reported, the patient was no longer receiving stimulation within his pain pattern as one of the scs leads was fractured. As a result, the fractured lead was explanted and replaced with a different model. Additionally, the patient's scs ipg was electively explanted and replaced to take advantage of new technology (no allegations against the device).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.